Event description:
It was reported that the patient experienced an overstimulation sensation from their implantable neurostimulator (ins) for the past 6 months. It was noted that the manufacturer¿s representative had seen the patient seen the patient 2 weeks for reprogramming for the same issue. In addition, it was also reported that the patient felt stimulation change that was unpredictable which was described as ¿can feel strong for a few seconds and gradually returns back to normal stimulation". While the at the healthcare professional¿s (hcp) clinic, when the patient went from standing to sitting, they felt the stimulation stronger when they sat down. When checked with the patient programmer unit, it was confirmed that there was no amplitude change (3.1/3.9 volts). It was noted that the patient just felt the stimulation ¿stronger¿ but then it subsided. It was reported that the adaptive stimulation (as) feature was recognizing the position of the patient and the test as was comfortable to the patient. It was reported that the as feature was functioning as intended. Impedance testing showed >10,000 ohms on electrode #7 and <(><<)>50 ohms on electrodes #3 and 13. The patient was programmed on group a, #1: 0-1-3+4+5+, 3.1 volts, 450 pw, 40hz and on #2: 8-9-11+, 3.9 volts, 480 pw, 40hz. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
The company representative reported on 04/24/2014 that no malfunctions or cause of issue was determined. The device was reprogrammed at the office that day and the issue resolved. The patient was happy with coverage. No additional or new complaints.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).